Event description:
It was later reported that the low flow alarms were thought to be due to a previous stroke. The stroke was not device related, the patient received actilyse (alteplase). No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported stroke resulting in low flow alarms and elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient experienced a low flow alarm and almost arrested. The patient had a high ldh level and he was admitted. A log file was reviewed, an echo was performed, and labs were taken for ldh, plasma free hemoglobin, indirect bilirubin, haptoglobin, and renal function. It was later reported that echo and lab testing revealed nothing related to the pump. The cause of the low flow alarms was related to the patient¿s history of a previous stroke, which was unrelated to the device. The patient was treated with actilyse (alteplyce), and he was discharged stabled and asymptomatic. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted after they experienced a low flow alarm and almost arrested. The patient's lactate dehydrogenase (ldh) was elevated. Laboratory tests were performed as well as an echocardiogram (echo). No further information was provided.